Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarms were noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer's mother reported a motor error alarm during a bolus. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that she was able to rewind the insulin pump. The blood glucose reading was not given. Nothing further was reported.